Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal cancer surgery, the first stapler was fired from left to right. This was not long enough to transect the entire rectum so a second load was brought in. Because of a breaking sound encountered with the first firing I chose to use a whole new stapler and load of staples. This stapler broke almost immediately upon attempted firing of the device. The staff then decided to come from right to left using yet another stapler. This resulted again in only partial transection of the rectum. Afourth stapler was then used with the black load which finally completed the transection of the last 1 cm of rectum that had not been divided so far. The patient developed surgical site infection postoperatively and additional surgeries were needed for malignant neoplasm of rectum. Patient hospitalization was extended by 3 weeks.